Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding almost constantly since the essure was inserted'), neuromyopathy ('neuromuscular problems'), autoimmune disorder ('autoimmune-like symptoms') and chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy both legs & feet') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization with essure coil. Thermal balloon endometrial ablation.". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), urinary incontinence ("urinary incontinence"), migraine ("chronic migraine headaches"), alopecia ("hair loss"), painful joints ("joint pain: (hips, knee, ankle pain)"), pain in joint involving lower leg ("joint pain: (feet pain)") and amnesia ("memory loss"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy, urethral sling). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, urinary tract disorder, dyspareunia, vaginal disorder, urinary incontinence, migraine, alopecia, painful joints, pain in joint involving lower leg and amnesia outcome was unknown. The reporter considered alopecia, amnesia, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, genital haemorrhage, migraine, neuromyopathy, painful joints, pelvic pain, urinary incontinence, urinary tract disorder, vaginal disorder and pain in joint involving lower leg to be related to essure (ess205). The reporter commented: there were three coils visualized outside of the ostia in the endometrial canal. This was followed by placement of the coil in the left tube without difficulty and after release, three to four coils were noted outside of the ostia and the endometrial canal. Amendment: the report was amended for the following reason: this case was deleted from bayer data base. Since it was found to be duplicate of case number: (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding almost constantly since the iud was inserted"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and chronic inflammatory demyelinating polyradiculoneuropathy ("chronic inflammatory demyelinating polyneuropathy both legs & feet") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization with essure coil. Thermal balloon endometrial ablation.". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), scar ("vaginal scarring"), urinary incontinence ("urinary incontinence"), migraine ("chronic migraine headaches"), alopecia ("hair loss"), arthralgia ("joint pain: (hips, knee, ankle pain)"), pain in extremity ("joint pain: (feet pain)") and amnesia ("memory loss"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy, urethral sling). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, urinary tract disorder, dyspareunia, scar, urinary incontinence, migraine, alopecia, arthralgia, pain in extremity and amnesia outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, genital haemorrhage, migraine, neuromyopathy, pain in extremity, pelvic pain, scar, urinary incontinence and urinary tract disorder to be related to essure (ess205). The reporter commented: there were three coils visualized outside of the ostia in the endometrial canal. This was followed by placement of the coil in the left tube without difficulty and after release, three to four coils were noted outside of the ostia and the endometrial canal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.